Event description:
Surgeon/surgeons were using the stapler on the hepatic vein with it could not be opened and removed. The scrub tech was able to remove the "mechanical open" tab on the device to remove the stapler from the vein. The stapler had worked as normal during previous use earlier in the surgery.